Event description:
It was reported that during a unknonw procedure the device produced malformed clips after a few firings. The device was discarded, however the clip was retrieved and is available for analysis.